Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl). Sugar was consumed to address bg levels. Reportedly, customer believes low bg can be attributed to pump basal settings and has notified their health care provider. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss diabetes management.